Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: e1, h3. The device was returned to olympus for evaluation and confirmed the event a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have had some irregularity, leading to the subject event. Regarding the probable cause of the irregularity, since scratches on bending section cover of the insertion section and chipping on bending section cover glue were observed, some kind of external stress may have been applied to the bending section, causing the cable running inside the bending section to be damaged. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoeye flex deflectable videoscope exhibited a scope communication error b30. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.